Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope is not recognized by the processor. The issue occurred during setup. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: incompatible scope e315, air water cylinder has foreign objects, light guide cover glass is dirty, air water-tube has foreign objects., jet tube has foreign objects, nozzle has foreign objects, shield cover is dirty and foreign objects come out of distal end. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: endoscope is not recognized by the processor and incompatible scope e315 was due to corrosion on plug unit, based on the results of the investigation, it is likely the most probable cause of the malfunctions air water cylinder has foreign objects, light guide cover glass is dirty, air water-tube has foreign objects., jet tube has foreign objects, nozzle has foreign objects, shield cover is dirty and foreign objects come out of distal end could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.